Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. A review of the manufacturing record for this batch number indicates that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that no similar complaints have been received to date for this batch number. The root cause of the reported incident could not be determined.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, shaft damage occurred. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. Upon withdrawing the maverick2 15mm x 2.5mm balloon catheter, the distal shaft was split open leaving a small, raised flap on the shaft of the device. The device was successfully removed from the patient. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".